Manufacturer narrative:
No unexpected failed battery test alarm or unexpected restart noted. The insulin pump was stuck in a motor error loop during rewind due to motor encoder signal out of phase. No further testing could be conducted due to motor error alarm. The insulin pump was received with cracked battery tube threads, cracked case at display window corner, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 328 mg/dl. The customer stated that the alarm happened during trying to rewind the pump after receiving a no delivery alarm. The customer also mentioned that the battery compartment is also cracked. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.